Event description:
It was reported that this right ventricular (rv) lead showed noisy signals and high pacing thresholds. According to the field representative, no over sensing was observed and there was no asystole or pacing inhibition. Muscle stimulation was considered as a possible cause for the noisy signals. The rv lead was explanted and has been returned for analysis. The pacemaker was also explanted at the same procedure due to normal battery depletion. New rv lead and pacemaker were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed noisy signals and high pacing thresholds. According to the field representative, no over sensing was observed and there was no asystole or pacing inhibition. Muscle stimulation was considered as a possible cause for the noisy signals. The rv lead was explanted and has been returned for analysis. The pacemaker was also explanted at the same procedure due to normal battery depletion. New rv lead and pacemaker were implanted. No additional adverse patient effects were reported.